Event description:
In 2008, it was reported to boston scientific that a prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, at fifteen minutes into the procedure, the low water sensor went off, and the heat exchanger cartridge was refilled. The sensor went off again, and it was determined that the catheter had a pin hole leak. Another prolieve thermodilitation catheter was used, and the case was completed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.